Manufacturer narrative:
The field service engineer (fse) observed the instrument wbc and rbc baths had overflowed and leaked into and below the instrument. The fse found the waste pump was not working properly so he replaced the waste pump to resolve the leak. (B)(4).

Event description:
The customer received an insufficient vacuum error on the coulter act diff 2 analyzer and noticed a leak of about 10 ml of diluent underneath the instrument. The customer stated it seemed that the wbc and rbc baths were overflowing. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.